Manufacturer narrative:
2 of 2 devices were returned for evaluation. Evaluation of one device found normal chuck wear and the turbine needed to be replaced. The device was repaired and returned to the customer. Evaluation of one device found chuck wear and lack of maintenance. The device was cleaned of debris and the turbine was replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes 2 malfunction events where a midwest e mini 1:5 high speed contra angle attachment would not hold burs. No injury resulted in any of the events.